Event description:
It was reported via email that, on an unknown date, a 9" (23 cm) smallbore ext set w/microclave® clear (yellow ring), 1.2 micron filter, clamp, luer lock is experiencing failures during patient use. It was reported that it has been experiencing on-and-off filter issues. Most of the filters are failing within a couple of hours of starting total parental nutrition (tpn) therapy. There was patient involvement and no patient harm.

Manufacturer narrative:
Received two (2) used mc330529 smallbore ext sets for inspection. The filter vents on sample 1 were wetted out with prior infusate as received. No defects or anomalies noted on sample 2. The sets were leak tested per product specifications. There was leakage from the filter vents on sample 1. No leakage from sample 2. The reported complaint can be confirmed on one (1) of the returned mc330529. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.